Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water channels, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifted and the angulation in the right and down angle were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white contamination was found in the air/water channel. There were no reports of patient involvement.